Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise. Further information was requested. However, was not provided.